Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The device was returned with kinks/bends in the catheter at the 167.7 cm, 169cm, 170cm, 171cm, and 181.5cm locations as measured from the distal tip of the device. There are also breaks in the catheter at the 177.5cm and 179.5cm locations as measured from the distal tip of the device. No other damage was identified with the device. Additional testing was performed on the returned device. The balloon was cut off from the catheter body at the 15.8 cm location as measured from the distal tip. A ds-60cc-s syringe was connected to the catheter and the balloon was inflated with water to 6atm. No leaks were found coming from the balloon material. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a corrective action has been initiated to reduce occurrences of catheter cracking, splitting or breaking for hbd-w devices. The product said to be involved is included in the scope of the corrective actions. Prior to distribution, all hercules 3 stage wire guided balloons esophageal-pyloric-colonic are subjected to a leak test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. The likelihood of occurrence is considered rare. This product was manufactured prior to implementation. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
Concomitant products: alliance/boston scientific inflation device, model unknown. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The device was returned with kinks/bends in the catheter at the 167.7 cm, 169cm, 170cm, 171cm, and 181.5cm locations as measured from the distal tip of the device. There are also breaks in the catheter at the 177.5cm and 179.5cm locations as measured from the distal tip of the device. No other damage was identified with the device. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a corrective action has been initiated to reduce occurrences of catheter cracking, splitting or breaking for hbd-w devices. The product said to be involved is included in the scope of the corrective actions. Prior to distribution, all hercules 3 stage wire guided balloons esophageal-pyloric-colonic are subjected to a leak test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. The likelihood of occurrence is considered rare. This product was manufactured prior to implementation. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a dilation for the stenosis in the part of gastrojejunostomy after b, the physician used a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic. The balloon was delivered to the anastomosis of the stomach and jejunum, and the dilation was started. During the first inflation, the doctor felt that the balloon was not inflated, and it was removed. Damage of the reported balloon was confirmed. Therefore, another manufacturer's device was used instead and the procedure was continued. This was not reportable. The device was received on 11-aug-2021 and it was noted the catheter was broken near the patient end. [Subject of report]. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.